Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that a remote transmission also showed non-physiologic intervals. The current electrogram showed no oversensing, and lead trending measurements were stable and daily measurements were within normal limits, so the lead continues to remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead, which was programmed to the unipolar pacing configuration, was possibly oversensing. This was noted on stored ventricular high rate episodes on a remote transmission. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that potential right ventricular (rv) lead over-sensing recurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.